Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection was performed with no obvious issues noted. Functional testing was performed and a leak was observed at the spike port cap. The reported condition was verified. The cause was likely due to a lack of cyclohexanone being applied when the spike port connector was inserted into the spike port tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag leaked from an unspecified location. This was noted prior to dispensing. There was no patient involvement. No additional information is available.